Manufacturer narrative:
The device was returned and evaluate. The evaluation concluded customer abuse likely caused a broken pinion gear.

Event description:
Consumer alleges while driving down his driveway, the scooter accelerated in speed on its own and the brakes did not work causing the consumer to allegedly crash in the woods.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Consumer alleges while driving down his driveway, the scooter accelerated in speed on its own and the brakes did not work causing the consumer to allegedly crash in the woods.